Event description:
It was reported that when doctor attempted to remove the stent 7 days post op, the stent was stuck; the doctor went in with a scope and found a knot in the stent mid ureter; required a laser to cut the stent to remove; patient harm to be determined, has a checkup. Per additional info received, the knot was in the stent itself.

Manufacturer narrative:
Received 1 used ureteral stent only. During the visual inspection noted that the kidney end of the stent is broken, and present several damage. The broken piece of the stent was returned with the sample. Per the customer's requirement the functional test is not required and destructive testing cannot be performed. The complaint is confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Activate the guidewire coating according to the "instructions for use" found within the guidewire packaging. Multi-length ureteral stent placement: to accurately size this stent count the marker bands as it is being advanced into the ureter. The first large band indicates the 22cm length. The second and third bands indicate 24cm and 26cm lengths respectively. The last large band is the 28cm length. If you need to place for the 30cm and 32cm lengths, use the attached suture or endoscopic forceps to gently pull back on the stent unwinding the coil from the kidney."

Event description:
Per additional information received the knot was in the stent itself and there was no injury to the pt.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
Received 1 used ureteral stent only. During the visual inspection noted that the kidney end of the stent is broken, and present several damaged areas. The broken piece of the stent was returned with the sample. Functional evaluation was performed. The guidewire and stent were submerged in water to activate their coating. The guidewire slipped through the stent without difficulty. Dimensional evaluation found that the stent was within specifications. Non-destructive testing was requested by the complainant. The complaint is confirmed with an unknown root cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: determine the proper stent length for the patient. This is generally calculated from the baseline pyelogram. Accurate measurements will optimize drainage efficiency and patient comfort. Submerge stent in sterile water to activate the coating. Insert the cystoscope then pass the guidewire* through the scope until the tip is in the renal pelvis. Move the pigtail straightener over the proximal end (kidney coil end) of the ureteral stent allowing easier insertion onto the guidewire. Remove pigtail straightener once the stent is secure on the guidewire. Pass the stent over the guidewire through the cystoscope by using the push catheter for proper placement. Watch the distal end (bladder coil end) of the stent or the radiopaque, proximal end of the pusher. Stop advancing when the stent's distal end marker reaches the ureterovesical junction (uvj). **(see below for proper placement directions on the multi-length ureteral stent.) Withdraw the guidewire slowly. The stent will form a pigtail automatically. Carefully remove the push catheter. *activate the guidewire coating according to the "instructions for use" found within the guidewire packaging. **multi-length ureteral stent placement: to accurately size this stent count the marker bands as it is being advanced into the ureter. The first large band indicates the 22cm length. The second and third bands indicate 24cm and 26cm lengths respectively. The last large band is the 28cm length. If you need to place for the 30cm and 32cm lengths, use the attached suture or endoscopic forceps to gently pull back on the stent unwinding the coil from the kidney." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.